Event description:
It was reported that the catheter was replaced due to "catheter malfunction". Patient sustained no injury, however it was noted that patient recovered with sequela. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 1,930 mcg. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); catheter model pouch 8590-1, lot# n189377, implanted: 2009 (B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of catheter model # 8731sc revealed that there was a possible poor connection of the sutureless connector (sc) to the pump causing leak or detachment. Analysis of the unknown catheter revealed no significant anomaly; acceptable catheter testing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2016-nov-08 from a consumer stated the reason for the laminectomy was because the patient had an "extra layer of tissue around the spinal column" so the catheter was placed "in the sac and not going where I was supposed to." It was also noted that since that revision the catheter had not been revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Please note that this event has also been reported through manufacturer report 3007566237-2013-00294 via a literature case study; linkage was possible through follow-up with the corresponding author. Any further information will be reported under this medwatch. Previous information from 3007566237-2013-00294: henry-socha, n., aldahondo, n., kim, p. D., krach, e. Unusual complication of intrathecal baclofen pump and catheter placement in ac hild with cerebral palsy: a case report. Pm and r. 2012;4(10):s343. Summary/reported event: a (B)(6) boy with mixed tone quadriplegic cerebral palsy presented due to concerns of a malfunctioning intraventricular baclofen pump with worsening tone despite increased intraventricular dose to nearly 2000 mcg/day, oral baclofen, and valium. He was found to have hydrocephalus for which a ventriculoperitoneal shunt was placed. In addition, the intraventricular baclofen catheter was removed and one placed intrathecally. The procedure was characterized by significant difficulty threading the catheter into the intrathecal space requiring several attempts. Immediately post-operatively, tone was well controlled with a lower intrathecal baclofen (itb) dose (800 mcg/day); however, he required further dose adjustments to 1800 mcg/day flex dosing in addition to oral tizanidine and valium with poor tone control, raising concerns for catheter malfunction. A dye study was terminated early due to difficulty aspirating from the catheter access port. A computed tomography (CT) myelogram revealed the catheter entering the spine epidurally at the lumbar level and threaded up to the thoracic spine in the epidural space. Revision of the itb catheter was done via lumbar laminectomy to verify intrathecal placement. Itb dose was 650 mcg/day simple continuous at the time of discharge with much better tone control. Additional information: documentation of a phone call 5 days after discharge indicated that the patient had some increase in spasms of his left leg. He was advised to contact his local pump managing physician for evaluation. The intraventricular catheter was removed (B)(6) 2012 and the intrathecal catheter was removed and replaced on (B)(6) 2012.